Event description:
It was reported that the lead dislodged. Lead repositioning was unsuccessful, and the lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.